Event description:
The facility reported an infusion pump with battery low alarm. Reportedly the event occurred during biomed testing. The hospital representative stated they have no record of any patient injury or medical intervention. No additional contact information was available.

Manufacturer narrative:
The pump was evaluated in 2006. Evaluation summary: inspection of the device revealed depleted/potentially damaged batteries. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA.